Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extensions. Upn: (B)(4). Model: nm-3138-55. Serial: (B)(4). Batch: 7096297. Product family: dbs-extensions. Upn: (B)(4). Model: nm-3138-55. Serial: (B)(4). Batch: 7096843.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg and lead extensions were explanted. The explanted devices were retained by the facility and were not returned to bsc.